Event description:
The customer reported the system was displaying intermittent generator fault error messages and then shutting down spontaneously. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.